Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured when the patient sneezed. The patient had a bladder stone. Per additional information received from medicon on 20-mar-2019, the patient had a bladder stone prior to the placement of the catheter. There were missing pieces of the balloon that discharged from the patient spontaneously. It is unknown at this time if all of the pieces were removed.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the evaluation, the balloon had an irregular burst without the missing pieces returned. Visual inspection noted the size of the missing piece to be about 1.1cm x1.0cm. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicablepatients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the balloon ruptured when the patient sneezed.the patient had a bladder stone. Per additional information received from medicon on 20-mar-2019, the patient had a bladder stone prior to the placement of the catheter. There were missing pieces of the balloon that discharged from the patient spontaneously. It is unknown at this time if all of the pieces were removed.